Event description:
The customer reported that during initialization on summit the tech observed that tube lifter #2 did not rise. No error was generated. No death or serious injury was associated with this incident.